Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a.

Event description:
It was reported that "[user] calling from the ICU, he had just walked his patient and noted blood in the driveline when they returned to the pt's room. He said he clamped the driveline and they were calling cardiology. Blood did not make its way into the iabp. He told me that it was a 50cc left axillary placement in a 5'8" pt and it had been in since 5/14. The pt was stable without iabp support on norepinephrine. The np asked to speak with me and asked if this was common with our product, to which I explained that axillary placement was off label and carries this as a potential risk, she had no further questions". No patient harm or injury. The patient status is reported as "fine".